Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited high capture thresholds. The lead was capped and replaced on (B)(6) 2026. There were no patient changes.

Event description:
New information noted that a form was received that indicated a reported "probe drive problem" and "broken probe or insulation".